Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with closurefast catheter, 7f, 60cm. The customer states that pt received gsv rf ablation using closurefast catheter. Pt was followed up 72 hours after for post-op ultrasound study. Pt presented a superficial thrombus extension partially into common femoral vein. There was a medical intervention as the pt was prescribed lovanox 50 mg 2x per day for 2 weeks. Pt will be rechecked via ultrasound in 2 weeks.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.